Event description:
Clinical study: after a drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi). The lesion being treated was a 3.5mm, 90% stenosed proximal right coronary artery (prox rca). The lesion was predilated. The physician then placed a taxus express2 8.8% 2.50x20mm drug eluting stent in the prox rca. It was reported that the physician also placed a bare metal stent in the 1st diagonal. The patient was discharged in 2 days later on plavix and aspirin. After the procedure on an unknown date, the patient experienced a mi. Additional information has been requested.